Event description:
Reporter alleged during a routine doctor appointment obtained a result of 304 mg/dl on her advantage system compared to a measurement of 111 mg/dl on the doctor's system when testing was performed 2 minutes apart. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.